Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of dipper -12.0/+1.0/135 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced glares/haloes, blurred vision, and 'lens glistenings'. Reportedly "blurring of vision during dim light condition and dr (B)(6) finds there is a layer of glistening/mild opacification on the lens surface." The lens remains implanted. Reportedly "there is no planned surgical intervention at this time". The cause of the event is unknown. Cause details provided: "the icl lens is observed with glistenings/mild opacification where pt complaints slight more glare and disturbance during dim lights condition." Health effect clinical code: "4581 lens glistening" should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -12.0/+1.0/135 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes there is lens glistening's on the icl, the lens was observed with glistening's/mild opacification material on the lens. Patient complaints of slight glare/disturbance during dim lights condition. Lens remains implanted. The surgeon reports the patient will be monitored with no planned intervention at this time. The cause of the event was reported as unknown.